Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure the patient experienced dizziness, weakness, fatigue, neuropathy, and neck pain. The 70% stenosed lesion was treated with a ion stent. Approximately five hours after the procedure the patient began to experience dizziness, weakness, fatigue, neuropathy, and neck pain. No additional patient complications were reported.